Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 78" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll (B)(4)'s service department. The reported malfunction was duplicated and attributed to the high voltage module. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The high voltage module was returned to zoll medical corporation, united states. The reported malfunction was duplicated and attributed to a foreign substance on the high voltage module. Analysis for reports of this type has not identified an increase in trend.